Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: review of the black box data did not reveal any evidence of power issues. A battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. The test cap fit properly to the pump. The pump powered on normally without any loss of power or alarms occurring during the investigation. There was no damage, defect or contamination of the pump¿s interior components. The battery compartment was confirmed to be cracked.